Event description:
Customer reported one blood leak on a CT 190g dialyzer that occurred in 2001, during use 20. The blood leak was confirmed by a positive hemastix result. The pt experienced approximately a 200 cc blood loss. A new dialyzer and blood lines were set-up and the treatment continued. There was no pt injury or medical intervention reported by the customer.